Event description:
Information was received indicating that this smiths medical cadd cassette reservoirs led to the pump displaying no disposable alarm. It was reported that the pump alarmed when the disposable was attached; however, after replacing the disposable with a new one, the pump no longer alarmed and worked as expected. No patient injury reported.